Event description:
The customer reported that the companion 2 driver was connected to external wall air but the external air icon was not illuminated. The customer also reported that he attempted to resolve the issue by disconnecting the air hose from the driver and reconnecting it after several minutes. He also replaced the air hose and a new air wall strike plate, but the icon did not illuminate. The customer also reported that this issue had no impact on the patient, and the patient is still supported by this companion 2 driver. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.